Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional and a battery pack was unable to power up a monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front and rear response button was not functional. The cause for the failure was caused by the response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.